Event description:
It was reported that revision surgery was performed due to impingement. The dysplasia cup remained implanted and was subsequently revised as part of the surgery captured in our prior report 3005477969-2014-00243.

Manufacturer narrative:
.